Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction: b5; please see b5 for corrected information additional information: d8, d9, h3, h4, h6, h11. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all the channels. Cfu: 1 cfu/endoscope (1 cfu/100 ml). Bacterial identification: micrococaceae. Sampling date: (B)(6) 2024. Sampling from: the distal end section. Cfu: < 1 cfu/endoscope (1 cfu/100 ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: total. Cfu: 1 cfu/endoscope (1 cfu/100 ml). Bacterial identification: micro organisms revivable at 30 degrees celsius. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: the user provided third-party culture results were as follows: sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 300 cfu. Bacterial identification: klebsiella pneumoniae, stenotrophomonas, stenotrophomonas maltophilia. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 21 cfu. Bacterial identification: chryseobacterium artrospahaerae. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 150 cfu. Bacterial identification: klebsiella pneumoniae. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 100 cfu. Bacterial identification: klebsiella pneumoniae, stenotrophomonas maltophilia. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 75 cfu. Bacterial identification: e. Coli, actinobacter lactucae. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 1 cfu. Bacterial identification: candida parapsilosis. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 75 cfu. Bacterial identification: klebsiella pneumoniae, e. Coli. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu: 40 cfu. Bacterial identification: klebsiella pneumoniae, e. Coli.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for microbiological contamination three times. On the first sampling, testing tested positive for 300 colony forming units (cfus) of klebsiella pneumonia, stenotrophomona, and stenotrophomona maltophilla in all channels. On the second sampling, testing detected 21 cfu of chryseobacterium artospahaerae in all channels. The third sampling, testing detected 150 cfu of klebsiella pneumoniae in all channels. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.